Event description:
A surgeon reports a patient who has an unexpected postoperative refraction following intraocular lens (iol) implant surgery. One day postoperatively, the patient reported double vision, but it has resolved. The lens is centered and the patient is doing well. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/15/2008 and 09/22/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/10/2008.